Event description:
It was reported that the procedure was cancelled. A ce rotablator console was selected for use. During preparation, it was noted that the supply hose was leaking gas. The physician decided to cancel the procedure without patient complications reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. A ce rotablator console was selected for use. During preparation, it was noted that the supply hose was leaking gas. The physician decided to cancel the procedure without patient complications reported.